Manufacturer narrative:
The connectors on both ends of the cable were inspected and it was found that the analog ground pin on the handpiece end of the cable was heavily corroded. Corrosion on the pin can cause resistance to increase, and the analog ground reads this increase in resistance and tells the handpiece to run.

Event description:
It was reported that the cord caused a handpiece to run without user activation during a procedure. A back-up cord was readily available and was used to complete the procedure without delay. There were no injuries to the user or pt, and no adverse consequences were alleged.